Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of loose object inside was confirmed. A shake test revealed a rattling noise coming from inside the pcu. On 31-oct-2024, pcu device was received unboxed and with paperwork. Internal inspection revealed that the retainer bracket for the main speaker was detached from the sio board and retainer bracket nuts were missing, thereby confirming the reported failure. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to install missing retainer bracket nuts and re-install detached speaker retainer bracket. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose object inside. There was no patient involvement.